Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation (myometrium)/ punctures in right abdominal area and perforation of myometrium') and pelvic inflammatory disease ('abdominal inflammation') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right essure insertion resistance / device insertion difficult" on (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced complication of device insertion ("right essure insertion resistance / complication of device insertion"). On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), swelling ("swelling"), pelvic pain ("pelvic pain"), injury ("damages which, increased after essure removal") and abdominal discomfort ("still feels discomfort on right side of abdomen"). The patient was hospitalized on (B)(6) 2017. The patient was treated with surgery (bilateral salpingectomy for essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the complication of device insertion had resolved. At the time of the report, the uterine perforation, pelvic inflammatory disease, swelling, pelvic pain and injury outcome was unknown and the abdominal discomfort had not resolved. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal discomfort, injury, pelvic inflammatory disease, pelvic pain, swelling and uterine perforation to be related to essure. The reporter commented: insertion on (B)(6) 2017: right ostium: 4 coils are left in the cavity. Left ostium: 3 coils are left in the cavity. Right essure insertion resistance. Following the implantation of the essure devices, plaintiff began to suffer from various symptoms. Despite the surgery to remove the essure devices, the symptoms caused by the devices did not completely disappear. She still feels discomfort on the right side of her abdomen. During the post-surgical check-up, she was informed of the anatomopathological results of the pieces removed during essure removal operation, which showed both tubes without any lesions. She was well, without fever, and so he was referred to the usual controls by her gynecologist. The patient suffered from aesthetics damages. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2017: normal morphology uterus, left essure of normal disposition without contrast passage to tube. Right essure with a slightly atypical, very curved arrangement but no contrast passage into the tube. Hysteroscopy - on (B)(6) 2017: essure insertion: right ostium: 4 coils are left in the cavity. Left ostium: 3 coils are left in the cavity. Right essure insertion resistance. Laparoscopy - on (B)(6) 2017: findings: normal uterus and ovaries. Left tube looks normal. Normal looking right tube, proximal end of which is essure elbowed in right horn and subserosal fundus. Remainder of normal cavity" technique: left salpingectomy with complete removal of essure (central axis, spirals and end plate, no incidents. Right salpingectomy without incidence, with essure extraction in block, integral impression (central axis is observed, without being able to observe end of spirals and plate, impresses insert in piece. Pathology test - on (B)(6) 2017: anatomopathological results of the pieces removed during the removal operation, which showed both tubes without any lesions. Ultrasound scan - in (B)(6) 2017: right essure angled, with an abnormal trajectory, giving the impression that it crosses the myometrium from the cavity to the posterior zone, by a different route than the tubal ostium". It is recommended to check the position of essure straight. Most recent follow-up information incorporated above includes: on 11-may-2020: lawyer provided plaintiff's birth date /age, medical records provided (events medically cofirmed). Date of essure insertion specified. Tests added. Event added: abdominal inflammation (pelvic inflammation). Hospitalization added as serious criterion (prev: medically important). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation (myometrium)/ punctures in right abdominal area and perforation of myometrium') and pelvic inflammatory disease ('abdominal inflammation') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right essure insertion resistance / device insertion difficult" on (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced complication of device insertion ("right essure insertion resistance / complication of device insertion"). On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), swelling ("swelling"), pelvic pain ("pelvic pain"), injury ("damages which, increased after essure removal") and abdominal discomfort ("still feels discomfort on right side of abdomen"). The patient was hospitalized on (B)(6) 2017. The patient was treated with surgery (bilateral salpingectomy for essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the complication of device insertion had resolved. At the time of the report, the uterine perforation, pelvic inflammatory disease, swelling, pelvic pain and injury outcome was unknown and the abdominal discomfort had not resolved. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal discomfort, injury, pelvic inflammatory disease, pelvic pain, swelling and uterine perforation to be related to essure. The reporter commented: insertion on (B)(6) 2017: right ostium: 4 coils are left in the cavity. Left ostium: 3 coils are left in the cavity. Right essure insertion resistance. Following the implantation of the essure devices, plaintiff began to suffer from various symptoms. Despite the surgery to remove the essure devices, the symptoms caused by the devices did not completely disappear. She still feels discomfort on the right side of her abdomen. During the post-surgical check-up, she was informed of the anatomopathological results of the pieces removed during essure removal operation, which showed both tubes without any lesions. She was well, without fever, and so he was referred to the usual controls by her gynecologist. The patient suffered from aesthetics damages. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2017: normal morphology uterus, left essure of normal disposition without contrast passage to tube. Right essure with a slightly atypical, very curved arrangement but no contrast passage into the tube. Hysteroscopy - on (B)(6) 2017: essure insertion: right ostium: 4 coils are left in the cavity. Left ostium: 3 coils are left in the cavity. Right essure insertion resistance. Laparoscopy - on (B)(6) 2017: findings: normal uterus and ovaries. Left tube looks normal. Normal looking right tube, proximal end of which is essure elbowed in right horn and subserosal fundus. Remainder of normal cavity" technique: left salpingectomy with complete removal of essure (central axis, spirals and end plate, no incidents. Right salpingectomy without incidence, with essure extraction in block, integral impression (central axis is observed, without being able to observe end of spirals and plate, impresses insert in piece. Pathology test - on (B)(6) 2017: anatomopathological results of the pieces removed during the removal operation, which showed both tubes without any lesions. Ultrasound scan - in (B)(6) 2017: right essure angled, with an abnormal trajectory, giving the impression that it crosses the myometrium from the cavity to the posterior zone, by a different route than the tubal ostium". It is recommended to check the position of essure straight. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation (myometrium)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2017, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), injury ("damages which, increased after essure removal"), swelling ("swelling"), pelvic pain ("pelvic pain") and adverse event ("aesthetics damages"). The patient was treated with surgery (bilateral salpingectomy ). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, injury, swelling, pelvic pain and adverse event outcome was unknown. The reporter considered adverse event, injury, pelvic pain, swelling and uterine perforation to be related to essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: uterine perforation ¿ analysis in the global safety database revealed 1.331 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.